Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 137 mg/dl at the time of incident. The customer reported alarm did not occur during fill tubing. The customer was unable to troubleshoot during time of call. The reservoir will not be returned for analysis.